Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 500 mg/dl. Customer blood glucose levels of 500 mg/dl. Customer called in stating that her pump is not registering her boluses or any info. Her doctor uploaded to carelink and no data was showing on the reports. The insulin pump will be returned for analysis.